Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from brazil that this valve model 7300tfx31 implanted in the mitral position was explanted after an implant duration of 9 days due to an inadequate contraction of two leaflets leading to moderate insufficiency. As reported, the patient presented a case of moderate insufficiency in the immediate postoperative period. Another bioprosthetic valve was implanted in replacement.

Manufacturer narrative:
The following sections were updated/corrected/added: h6 (device code, type of investigation, investigation findings and investigation conclusions) h2 (product evaluation) and h11 (additional manufacturer narrative): the device was returned for evaluation: customer report of coaptation issue was confirmed through observed suture looping. Suture track indentations were observed on the free margins of leaflets 1 and 3 near commissure 1 indicating that sutures were looped around commissure 1. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Suture looping occurs when the surgeon inadvertently wraps or entangles a suture over one of the commissural posts during bioprosthetic valve implantation. This generally occurs because the commissure posts are on the distal (blind) side of the device while lowering/advancing the valve to the mitral annulus during implantation, and the suture used to attach or mount the bioprosthetic valve to the heart tissue loops around the inside of one of the commissure post tips. Alternatively, additional sutures, which may be used to more securely attach the valve in place after uneventful, proper advancement/placement, can inadvertently get looped around a commissure post due to obstructed visibility. Limited visibility of the distal commissure posts may be exacerbated by minimally invasive surgeries, where incision sizes are small. Available information suggests that the root cause was procedural factors. Since no edwards defect was identified, corrective or preventative actions are not required.